Event description:
The event is reported as: defective pilot balloon. After intubation, one of the components seemed to have come off from the pilot balloon so that the cuff could not be deflated properly. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.